Manufacturer narrative:
Concomitant medical product: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a trial patient who had an external neurostimulator for urge incontinence. It was reported that trial patient was getting error message settings not available screen 59 on the controller. They tried decreasing and increasing amplitude to no resolution. They also could not pass 4.6 or 4.7 on either side. Trial patient was not feeling stimulation despite position. It was reviewed to check grounding pad under dressing and the connections. On 2018-mar-01 trial patient's daughter reported that the lead wire moved and that trial patient would be going back to see healthcare professional (hcp) on (B)(6) "2015". On 2018-mar-02, trial patient's daughter further reported that device was still not working after changing sides, due to the migration of the lead wire/s. Per rep they will be turning it off (B)(6) 2018. Trial patient goes to the hcp on (B)(6) 2018 for possible removal of device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that rep no longer had the ens and lead serial numbers. They also reported that the cause of the screen 59, cant get pass 4.6 and 4.7 on either side, lead migration and not feeling stimulation was due to the lead migrating which occurred when the patient moved from the prone position to a sitting position after initial placement of the lead wires. The actions taken for resolution was rep instructed patient to try switching wire sides and checking batteries, bandage and lead connections, as well as securing the connections and trying a new remote. Patient weight was unknown by rep and information provided was confirmed by healthcare professional. No further complications were reported.